Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2014 the patient experienced a blood glucose of 15 mg/dl associated with an inaccurate delivery issue. It was reported that the patient was found unconscious and was treated in the emergency room. Reportedly, the patient discontinued pump therapy and troubleshooting was unable to be completed at the time of the call. This complaint is being reported because the patient allegedly experienced hypoglycemia due to an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.